Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine change out procedure with another manufacturer's device, this implantable defibrillation lead exhibited high out of range shock impedance measurements with the new device. With the previous device the shock impedance measurements were high but remained within range. Technical services discussed potential causes for the lead to exhibit higher shock impedance measurements. Technical services also discussed confirming if the new device performs measurements and calculations the same as the previous device. No adverse patient effects were reported.